Event description:
Upon PICC line removal,the guide wire unraveled. Six centimeters left in patient, but rn was able to remove entire six centimeters. The total length of a guide wire is fifty centimeters. The rn was able to measure the guide wire after removal for both pieces.